Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly and a blank display. The blood glucose at the time of the incident was 498 mg/dl. Troubleshooting was not able to resolve the issue due to a blank display. The customer was previously hospitalized due to diabetic ketoacidosis and her blood glucose was 501 mg/dl. The customer was off of the pump for four days prior to the hospitalization due to the device not functioning. The device will be returned for analysis.